Event description:
The reporter stated the surgeon implanted an 13.0mm icm130v4 implantable collamer lens on (B)(6) 2010 in patient's left eye. The lens was explanted on (B)(6) 2010 due to excessive vaulting. Subsequently, the patient had narrowing of the angle, possible angle closure and shallowing of the acd. The lens was exchanged for a shorter lens. See MFR#2023826-2010-01233 for the right eye.

Manufacturer narrative:
(B)(4) (secondary surgery) - (B)(4) (excessive), (B)(4).